Event description:
The user facility telephoned st jude medical technical services to inquire about a large number of aborted shocks that had occurred on 1/18/99, all within eight hours. After reviewing the "egms", it was determined that the cause of the aborted shocks were due to the fibrillation detection rate programmed too close to the pt's actual tachycardia rate. Also observed was that the first and last high voltage charge times had been prolonged on 1/23/99. During this episode, all therapies had been delivered and were unsuccessful in converting the arrhythmia to a normal sinus rhythm. The arrhythmia, however, broke on its own. After a review of the device's history, it appeared that the charging circuit may not be working properly. St jude medical advised that the device be removed and test the leads. The physician decided to bring the pt to the ep laboratory the following day for induction testing. All attempts to induce and convert the pt's ventricular tachycardia and ventricular fibrillation were unsuccessful. The physician reported the device was charging but no shocks were delivered. External shocks converted the arrhythmias.